Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 51 mg/dl. Customer did not provide details regarding symptoms and treatment of their low blood glucose episodes. Customer reported that they insulin pump had received alarmed compromised force sensor system. Customer also reported that they were able to clear the alarm and insulin pump did require rewind. Customer able to complete rewind. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose and protruded drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test or verify a33 alarm due to motor error alarm.